Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a lavh/bso on (B)(6) 2011 due to symptomatic endometriosis. It was also reported that the patient underwent laparoscopy, ablation of endometriosis, division of uterosacral ligaments, laser ablation of hpv, and vulvar biopsy on (B)(6) 2011 due to pelvic pain with abnormal examination, hpv lesions of vulva and vulvar discolored lesion. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.